Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital when the lead had high capture threshold and externalized conductors confirmed through x-ray. The lead was capped and replaced. The patient's condition was stable.